Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable drug infusion device. The drug being delivered was 20 mg/ml bupivacaine at 4.6 mg/day. The reason for use was non-malignant pain and rsd/causalgia-complex regional pain syndrome. It was reported that the patient believes the issue with pump is due to the recall regarding motor stalls. The pump is not delivering effectively, thinking that it is having mini-stalls. She is in a lot of pain (starting on (B)(6) 2018 or (B)(6) 2018): from the waist down, legs, feet are burning. She has total body rds which affects everything, including her eyes, heart and liver bile ducts. Whenever she doesn't have pain coverage she experiences nausea and funky headaches from the bupivacaine. She has been told that more medication is being withdrawn at refills, there was 4 cc volume discrepancy ((B)(6) 2018) and at last refill there was 7 cc volume discrepancy ((B)(6) 2018). On (B)(6) 2018 there was a 7.1 cc volume discrepancy. The patient did take 4 cc of oral medication which didn't help. The healthcare professional (hcp) is aware of the situation. She has had an MRI and was told that the catheter is fine. She also had a CT scan. The hcp has decided to replace the pump. The patient has her pre-surgical bloodwork today ((B)(6) 2018) and is seeing the surgeon this thursday ((B)(6) 2018) to schedule surgery for next week. The surgeon has been notified to move pump to the other side, to left abdomen. The patient takes 10 mg/5cc oral roxinal (liquid morphine) at 2.5 mg. She asp takes oral clonidine, if pain is really bad she also takes half of a ultrim, she is sensitive to aspirin. The situation is being addressed by the hcp. There were no further complications reported/anticipated.